Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Baxter labeling also instructs to connect the patient line extension before prime. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient connected a patient extension line after priming. The technical services representative assisted the patient in clearing the alarm. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.